Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise which lead to pacing inhibition. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.